Event description:
It was reported that the patient was scheduled for revision but was canceled due to staphylococcus aureus infection. Additional information was received that the patient underwent replacement procedure and is doing well postoperatively. The patient has full paresthesia coverage of his pain areas. The explanted device components were not return as it was disposed by the center.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7111508. UDI: (B)(4). Product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: 547083. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief due to spinal cord stimulation (scs) lead had migrated. The patient was scheduled for revision but was canceled due to staphylococcus aureus infection. No further information has been obtained.